Manufacturer narrative:
Continuation of d11: product ID 3057 lot# serial# unknown implanted: explanted: product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient fell during the evaluation, but they checked the device after the fall, and everything was functioning. It was also reported that they had checked their therapy app during the trail and therapy was off. They did not shut the therapy off and weren¿t sure how or why it had turned off on its own. It was noted that they were able to turn the therapy back on and increase to a comfortable level of stimulation. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Other relevant device(s) are : product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence and urge incontinence patient reported that she is still very sore from the procedure yesterday. Patient also reported that they were having a hard time emptying their bladder and that in the beginning it was good and now same symptoms. Patient fell yesterday on her butt where the device is, she has bruising under there. She wants to know if the lead migrated, she is now feeling the stimulation in her vagina patient was advise to follow up with their health care professional. No further complications were noted or anticipated

Manufacturer narrative:
Concomitant medical products: product ID 3057, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence and urge incontinence patient reported that she is still very sore from the procedure yesterday. Patient also reported that they were having a hard time emptying their bladder and that in the beginning it was good and now same symptoms. Patient fell yesterday on her butt where the device is, she has bruising under there. She wants to know if the lead migrated, she is now feeling the stimulation in her vagina patient was advise to follow up with their health care professional. No further complications were noted or anticipated